Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple unexpected restart error. The customer blood glucose level was 120 mg/dl at the time of incident. It also reported that the insulin pump received unexpected restart error after battery change. The customer was advised that insulin pump will need to be replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act. No unexpected restart alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.